Event description:
Customer reported that she had high blood sugars. Customer stated that the drive support cap is loose on her insulin pump. Customer stated that the insulin pump is alarming. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with prime alarm during basic occlusion test. Unable to prime during prime test due to loose drive support disk. The insulin pump had missing end cap sticker and drive support sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.